Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device was unable to be interrogated. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.